Manufacturer narrative:
(B)(4). Device received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform displacement test due to blank display. Device received with stripped battery cap(p) coin slot.

Event description:
The customer reported via phone call that they were unable to remove the battery cap from his pump. The blood glucose level was 78 mg/dl. The customer advised to discontinue use of the pump if the battery is low. The customer advised to monitor the pump closely if they continue use of the pump. The device will be returned for the analysis.